Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance anomaly and no new rv lead was placed. No additional adverse patient effects were reported.